Event description:
A customer contacted beckman coulter inc. (Bci) in regards to elevated accutni result for one patient within the risk stratification range generated by the access 2 immunoassay analyzer. The elevated result was reported out of the laboratory. The initial sample was repeated along with a second sample on the same unit, and the results were within the normal reference range. No report of death or injury has been reported and patient treatment was not impacted by this event.

Manufacturer narrative:
The sample was liheparin that was centrifuged in statspin for 2 minutes. Qc is performed once a day and has been within the established ranges pre and post the event. On (B)(6) 2010, the customer performed system check and the results were within specifications. A bci field service engineer (fse) performed high sensitivity system check, which met specifications. Fse did not notice hardware issues. A clear root cause can not be determined for this event.